Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of the battery charger/modem has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective u604 processor on the bedside pca. The root cause for the defective u604 component could not be positively identified. No adverse event resulted from the damaged charger.